Event description:
It was reported that there was inappropriate sensing. This lead remains implanted and is still being used for shocking purposes. A new oscor lead was implanted.

Manufacturer narrative:
(B)(4), 2012,a response from the manufacturer is pending.since the device remains implanted, the manufacturing records were reviewed. Review of the manufacturing records did not reveal any abnormality. (B)(4): device remains implanted.

Event description:
It was reported that there was inappropriate sensing. This lead remains implanted and is still being used for shocking purposes. A new oscor lead was implanted.

Manufacturer narrative:
(B)(4), 2012,a response from the manufacturer is pending.